Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited minor scratches on the distal edge, minor scratches on the outer tube and minor dents on the light guide (lg) adapter tip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor scratches on the distal edge, minor scratches on the outer tube and minor dents on the light guide (lg) adapter tip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.